Event description:
IV pole is attached to bed; bed is put in low position, then head of bed is raised. Siderail then hits the IV pump causing it to fall off of the pole, or causing the pole to come off of bedframe. This happened to 2 different patients; both were hit in the head with the IV pump/pole. There were no injuries, just increased monitoring of both patients.